Event description:
It was reported that a 38-year-old caucasian female patient underwent a breast reconstruction revision surgery with implantation of a 590cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade iii capsular contracture of the right breast during an in-office visit with a medical professional. As a result, the patient underwent unilateral removal and replacement with a right-sided 590cc mentor memorygel breast implant on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 19, 2022, the mentor analysis lab received the suspect medical device for evaluation. On september 21, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that the breast implant was found to have a bubble within the gel. Leak testing was performed, in accordance with mentor procedures, and a tear was observed on the anterior view, measuring approximately less than 0.1 cm. The bubble could have originated from the rupture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 25, 2023, mentor received additional information. The date of event was updated to february 01, 2022 as the patient noticed her right breast was higher than her left breast in february, 2022. Additionally, the patient's age at the time of event was updated as 39-years-old. Manufacturer¿s reference number: (B)(4).